Event description:
It was reported that there was a lead warning on the chronic right ventricular lead for oversensing and noise was noted after elective device replacement. The pocket was opened and it was noted that the insulation was discolored and appeared to be a cautery injury. The lead was repaired and a new pace/sense lead was added. The old pace/sense portion was capped. The high volt portion is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.